Event description:
Initial rptr claims that catheter broke at the distal tip and catheter tip was dislodged in pt's urethra. Report of this injury was received in kendall's quality assurance dept on 03/08/2000.